Event description:
Affiliate reports that a pt banged her head on the waterchute. The x-ray showed that the antisiphon guard was broken and as a result surgery was immediately performed to revise the valve.